Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the left ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2014. The patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).